Event description:
Postoperative capsular block syndrome [lens disorder nos] onset of myopia [myopia]. Case description: spontaneous literature report. MFR. Report no. 2002123818de. A physician reported that a patient (sex unknown) with a diagnosis of cataracta corticonuclearis underwent phacoemulsification and lens implantation. Healon 5 was used during surgery. The operation involved no problems. During postoperative phase a clear distance appeared between the rear of the surface of the implanted intraocular lens and the intact posterior capsule of the eyeball (observed at the first day after operation). Otherwise the postoperative report was normal. An unexpected deflection of the refraction aimed at with the operation and the onset of myopia was also noted. The aim had been to obtain refraction of -0.4 dpt, whereas the refraction (spherical equivalent) after the operation was found to be -2.0 dpt. During a check on the results of the operation, done eight months later, the microscopic results were unchanged. Refraction in the spherical equivalent was still approximately -2.0 dpt. An nd-yag-laser-capsulotomy was done with no complications. The substance found between the back to the surface of the intraocular lens (sustained by the capsular bag) and the posterior capsule emptied spontaneously into the cavity of the vitreous body. Following this, refraction in the spherical equivalent came to -0.5 dpt. The diagnosis was postoperative capsular block syndrome shortly after the operation, caused by the viscoelastic and viscoadaptive healon 5 material. Case comment: early after operation a clear space was observed between the rear of the implanted lens and the posterior capsule. This is typical for early postoperative capsular block. The reporter points out that in other reported cases in literature remaining viscoelastic material was found. The reporter concludes that the event is caused by left healon 5 material, but no analysis of the fluid in the space observed in this case was done. However, a causal relationship between healon 5 and the event cannot be excluded. In the company core safety information it is stated that transient myopic shift may occur if the product is not completely removed from the capsular bag. In this case myopia persisted for eight months, and can not be considered to be transient. Submission of a report does no constitute an admission that the medical personnel, user facility, manufacturer or drug caused or contributed to the event.